Manufacturer narrative:
D10 concomitant product: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#n3h2347uy); sigphandle, sig power sigphandle handle (serial#unknown); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the right upper lobectomy with robot support procedure, when resecting the ascending a2 of the superior pulmonary vein, when firing using the 45mm reload, it was felt that the staple formation had not been clean. As a result, there was bleeding from the blood vessel. Moreover, an attempt was also made to perform firing using the 30mm reload, but the green button did not light up, and the cartridge opening and closing were performed several times. After checking the opening and closing several times, the green button lit up, and when firing was performed as it was, an oozing from the blood vessel was observed. It was also felt that there was a staple formation problem with the 30mm reload. The surgery time was extended by 10 minutes. To resolve the issue, compression surgery and hemostasis were performed.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that it was difficult to fire, had staple formation and staple line bleeding. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.